Manufacturer narrative:
Literature citation: ferguson et al. The use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis. Bone joint j 2014; 96-b:829-36. Patient info: 150 men, 43 women, mean age 46 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2014 clinical study from ferguson, et al. Titled "the use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis, it was reported that 193 patients underwent surgery. The authors report 48 (24.6%) cases of complicated wound healing that was eventually resolved. In 36 (18.5%) there was some early ooze; in 30 of these it settled without intervention: 15 resolved within two weeks of surgery, 11 within eight weeks, and in four the oozing persisted beyond eight weeks, with the longest case taking 24 weeks to fully resolve. The last six cases are among the 18 that had a recurrence of infection. A further nine of the 195 cases (4.6%) had a collection of fluid at the site of the operation site, all occurring in the first three months from surgery. In five of these it resolved spontaneously, and in four an aspiration was undertaken in clinic, with resolution. Three cases which were treated with a muscle flap had complications relating to the wound. Minor necrosis of the edge of the flap occurred two weeks postoperatively in one case. This was treated conservatively over a five-month period, with full healing. The flap failed in the other two requiring a further soft tissue procedure. None of these three cases went on to develop recurrent infection. In the 18 cases of recurrent infection, post-operative wound leakage was not found to be predictive of failure (p = 0.109 fisher's exact test) in six, ongoing oozing did not settle after surgery. These cases were recurrences and needed further surgery. In 12, the wound healed well with no oozing. No patient had an allergic reaction to calcium sulphate or to tobramycin.